Event description:
Event description cpi received information that this selute picotip lead was removed three days after implant due to dislodgment, the patient became asytolic. The physician elected to reposition the lead but was not successful. Then attempted to implant an active fixation lead but during the replacement procedure the patient died.